Event description:
Caller reported that the cartridge was not fitting properly into the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the o-ring from the pneumatic tap and clean the area, leading to successful reloading of the cartridge and resumption of insulin therapy.